Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent l4/5 posterior lumbar interbody fusion using cages at both sides of l4/5. Post-op,on (B)(6) 2016, patient complained of pain and image was taken which showed backed out cage. It was completely backed out at right side. A cage at left side seemed to move too. Numbness has been observed in the patient. The patient was hospitalized(might be due to gastroenterology) for duodenal ulcer after plif surgery. Cage removal surgery is scheduled on (B)(6).the surgeon considered that the compression might have not been applied enough or the cage¿s size might have been small or facet might have prevented compression.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.